Manufacturer narrative:
The device was serviced at the customer site. Flow rates were all normal throughout testing and also matched those taken from external sensors. Device tested normally throughout servicing. Review of logs demonstrated that the average arterial flow rate offsets during recent cases were all within tolerances. Device passed all applicable testing. The perfusion data for the case was reviewed. Upon review, average arterial and ivc flows were noted to be lower than typical values. In addition, three instances of flow fluctuations were noted. In only the first instance was user intervention noted. Perfusion was otherwise characterized by stable and normal arterial and ivc pressures, arterial and portal pinch valve demands, and target pump speed. The root cause of the reported events could not be conclusively determined. The device successfully passed all testing.

Event description:
It was reported that during perfusion, arterial flows were noted to be low for the first 4 hours of perfusion. The liver was subsequently discarded.